Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected high pacing thresholds and loss of capture on the right ventricular (rv) lead. All other lead trends including sensing and impedance were within range and stable. The physician decided to perform defibrillation threshold (dft) testing. Given the dft test was effective, the physician concluded the issue seems to be due to clinical reasons rather than lead-related, and the patient will continue to be closely followed via the latitude remote patient monitoring system. No additional adverse patient effects were reported.